Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard ventralex mesh (device #3). An additional emdr was submitted to represent the bard/davol ventralex large circle (device #1) and bard/davol ventralight st mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex large circle on (B)(6) 2015, ventralight st mesh on (B)(6) 2016 and bard ventralex mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against three devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh devices. It is also alleged that the patient experienced emotional distress and the device was defective.